Manufacturer narrative:
Report source: article titled "epidural cement leakage through pedicle violation after balloon kyphoplasty causing paraparesis in osteoporotic vertebral compression fractures - a report of two cases, by si-young park, hitesh n. Modi ms, seung-woo suh, jae-young hong, won noh, jae-hyuk yang. The article did not indicate that the bone cement used in this study is kyphx hv-r bone cement. Method: device not returned; followed-up with author.

Event description:
In an article titled "epidural cement leakage through pedicle violation after balloon kyphoplasty causing paraparesis in osteoporotic vertebral compression fractures - a report of two cases", the following event was reported. The pt underwent a kyphoplasty procedure at level l1 through biportal entry. Immediate postoperatively, the pt experienced severe radicular pain in left thigh with associated weakness and numbness in left lower extremity, was unable to bear weight on her left lower limb, and her knee joint had giving way sensation on walking. CT scan showed intracanal extension of cement from medial wall violation of l1 pedicle on left side due to incorrect positioning of trocar while taking entry into the pedicle, causing significant compression of cord. Laminectomy of l1, complete removal of cement mass and nerve root decompression was performed bilaterally, and pedicle screw instrumentation was done follow by posterolateral fusion. Pt displayed clinical improvement after decompression surgery. No additional info was reported. Note: this article originated in (B)(6); however, kyphoplasty products are not distributed in (B)(6).